Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. Unable to perform the displacement test and self test due to unresponsive buttons. Unit received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Unit received with missing display window cover, missing serial number label and peeling keypad overlay. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack in case of insulin pump and button field fell off. Customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.